Event description:
It was reported that pump displayed malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, was advised that pump use could continue, and was instructed to call back if malfunction code appeared again, which customer understood and acknowledged.